Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and pacing impedance measurements out of range. It was noted that this lv lead was revised and testing showed impedance were in range and no other anomalies were seen. Subsequently, it was decided not to extract this lv lead. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.